Manufacturer narrative:
Philips service replaced the converter and safety resistors and returned the device to functional use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro failure occurred due to a shorted converter in the generator on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.